Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found damaged luer fitting to crm. The fse replaced luer fitting and performed leak tests. Unit passed all functional and safety tests per factory specifications. Returned the unit to customer.

Event description:
N/a.

Event description:
It was reported that during routine check cs300 intra-aortic balloon pump (iabp) was leaking.

Manufacturer narrative:
Due to character restriction, event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.